Event description:
The report received from the field indicated that a 120/150 cm. Smart control 6 x 150 stent was noted to be fractured. The stent was implanted in the superficial femoral artery (sfa) target lesion. A smart flex stent was used to treat/stent over the fractured stent. There was no reported patient injury. Addendum: the smart control stent was implanted approximately five months prior to the reported event. The stent was noted to be fractured/separated. The stent fracture was not flow-limiting. There was no restenosis noted. The target lesion was the right sfa. No target lesion characteristic information was available. A satisfactory result was obtained after treatment. Films are not available. No further information is available.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that a 120/150 smart control 6 x 150 stent was noted to be fractured approximately five months after placement in the right superficial femoral artery. The stent fracture was not flow-limiting and there was no restenosis noted. A smart flex stent was used to treat/stent over the fractured stent. No target lesion characteristic information was available. A satisfactory result was obtained after treatment. No further information is available. There was no reported patient injury. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.